Manufacturer narrative:
This report is submitted late and is captured within CAPA-(B)(4).

Manufacturer narrative:
Requested catalog and lot information from the customer.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate.